Event description:
The patient was transferred to hospital from the children's hospital. In 2007, the catheter was found to be broken below the oval disk. The end of the catheter was removed without any difficulties.

Manufacturer narrative:
One used unit was received on 03 may 2007 and sent for decontamination. Upon decontamination of the unit and completion of the investigation, a supplemental report will be submitted. Date submitted: 09 may 2007.